Manufacturer narrative:
Additional information was received that the reason for revision was pocket pain/discomfort. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-4316, lot #: 17859836, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.